Event description:
During a coronary stenting treatment procedure in the lad, an emobilization of a 3.0x9 mm taxus express2 drug-eluting stent. While performing the stenting procedure, the physician was unable to cross the lesion located in the left anterior descending artery with 3.0x20 mm taxus drug eluting stent. The vessel was described as tortuous, and the lesion was reported as severely calcified. An unsuccessful attempt was then made to cross the lesion using 3.0x8 mm taxus stent. A 3.0x15 mm maverick balloon was inflated beyond the un-deployed 3.0x8 mm taxus stent to aid in the undeployed stent's removal. An attempt was made to remove the 3.0x8 mm stent and the 3.0x15 mm maverick balloon as one unit through the guide catheter. While the stent and balloon were being torqued during their removal, the proximal end of the 3.0x8 mm taxus stent became caught on the femoral sheath, came off its balloon, and embolized to the profunda femoris artery. The physician doesn't feel any need to do more at this time, and the pt status was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop flr paperwork could not be examined.